Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 31-aug-2022. The adverse event associated with this report occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the adc device. The customer was unable to obtain sensor readings and went to emergency room where a healthcare meter result of 282 mg/dl was obtained. The customer was treated with unspecified IV fluid and magnesium for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.